Event description:
The service report shows the customer alleged that the audible alarm failed to activate. The co customer support engineer (cse) verified the reported condition. The cse replaced the main power switch. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.